Event description:
While cement plug was being applied to the humerus, the 6mm tip of the applicator was unscrewed and left in place attached to the 6mm cement plug. The component was then cemented in place on top of the applicator tip. There was no adverse consequence for the pt reported or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event is not device related, but is attributed to user technique.